Manufacturer narrative:
Visual inspection of the returned device revealed the proximal end of the lead revealed the space between the number eight contact and the retention sleeve was crushed by the implantable pulse generator (ipg) set screw. It appeared the proximal end of the lead extension was not fully inserted into the ipg port when the set screw was tightened. When contacts are not properly aligned in the ipg header it causes high impedance readings.

Event description:
It was reported that high impedance measurements were observed. The patient underwent a revision procedure to replace the lead extension. The patient did well postoperatively.

Event description:
It was reported that high impedance measurements were observed. The patient underwent a revision procedure to replace the lead extension. The patient did well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.